Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the while placing the stent at the lesion, the stent delivery system was snapped in half. The device was removed without incident.